Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer followed instructions provided by technical support, waited 20 minutes from when the pump came out of storage mode before starting a sensor session, and successfully started their sensor session after completing a pump reset.